Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows the neoprene sleeve collapsed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the no arthrex pump utilized during this event creating a sleeve collapse and pressure failure on the pump.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information provided on (B)(6) 2025 where it was stated this even occurred on (B)(6) 2025. An arthrex pump was not utilized during this event. The pump and tubing were used to complete the case. There was no clamp/pressure test done.

Event description:
On 06/24/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 arthoscopy main pump tubings black inner rubber collapsed. This occurred during use. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.